Event description:
This is the same event and the same pt reported under MDR ID #2939859-1999-00258 (collagen corp #1025911). This is the first MDR submitted for the first suspect product. A physician reported a pt who was initiallly skin tested on 2/11/1999 in the right forearm with negative results. In 1999 the pt was treated with two formulations of product in the glabella, nasolabial folds, and at the cheek below the lower eyelids. The procedure was without event. On 4/22/1999 the pt noted itching and induration at the treatment sites and also at the skin test site on the forearm. On 4/28/1999 the pt was examined and the physician noted pruritus, induration, erythema, and edema at the treatment sites and the skin test sites. The physician diagnosed hypersensitivity. The physician injected the pt with intralesional kenalog at the treatment sites. On 5/5/1999 the pt was examined and the physician noted the same symptoms at the same sites. The physician injected kenalog at all the sites and also prescribed oral medrol dos-pak. On or about 5/19/1999 the pt presented with continued symptoms. The physician injected kenalog at the treatment sites below the lower eyelids. On 5/25/1999 the pt was examined and the physician noted a small indentation at the treatment sites. No medical or surgical intervention was prescribed or planned on that date. On 6/23/1999 the pt was examined and the physician noted that the symptoms were continued, but appeared to be resolving. No medical or surgical intervention was prescribed or planned at that time. On 8/11/1999 the pt was examined regarding other issues, and the physician noted that there was induration at the treatment site on the cheeks below the lower eyelids, and other symptoms were improved. On 9/14/1999 the pt was examined and the physician noted that the symptoms had "flared" again at the treatment sites. No further medical or surgical intervention was prescribed.